Manufacturer narrative:
(B)(4). Meter returned on 2/10/2016 and qc evaluation completed on 4/5/2016 with no problem found. Test strips returned on 2/10/2016; qc evaluation completed on 4/6/2016 on returned test strips produced lo readings on level 270. Black chemistry observed. The root cause is black chemistry due to improper storage.

Event description:
Customer complains of an e-5 error message. The customer states the e-5 error message appears after the blood sample is applied to test strip. Customer states she feels well at this time. Verified the customer is using the proper testing technique and that the strips have not been in use for more than 120 days. Customer verified that no adverse event has occurred due to the e-5 error message. A blood test was attempted, e-5 error message persists.